Event description:
It was reported that there was difficulty recapturing the closure device. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that device was initially deployed in the desired position, but the physician wanted to make a slight adjustment by attempting a partial recapture. At this time, they could not successfully encapsulate the shoulders of the device for which the device was left in its current position. The patients anatomy was noted to be chicken wing shaped and they were positioned approximately at a right hook angle. There was no evidence of kinks to any device. The passing of release criteria is unknown. No leaks were noted. No injury to the patient or other complications were reported.